Event description:
It was reported by the aci sales professional on (B)(4) 2010 that approximately 2 weeks prior, a patient underwent a catheterization procedure (type unknown). The physician chose the mynx device for femoral arterial closure following the procedure. It was reported to the aci sales professional that the mynx was deployed into the superficial femoral artery (sfa) and the patient was sent to an outside hospital to have the reported sealant removed. Upon speaking with the physician who performed the original catheterization procedure, the aci sales professional was able to view the femoral angiogram and noted that the vessel was "tighter at the site of the sheath insertion." The treating physician stated that there may have been a spasm at the sheath site that wasn't seen. At the time of report, the patient was hospitalized at the outside hospital in ICU after suffering a myocardial infarction (not related). No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the root cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation, a pathology report, or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. Review of the femoral angiogram showed that the vessel was "tighter at the site of the sheath insertion." Per the mynx instructions for use, the safety and effectiveness of mynx have not been established in patients with small common femoral arteries (<5 mm in diameter). A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Review of design/process fmea confirmed that the failure mode is identified in the risk management document.